Manufacturer narrative:
See also manufacturers report# 3013164176-2020-00053.

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm. Four gore® excluder® aaa endoprosthesis, and two gore® excluder® iliac branch endoprosthesis were implanted. On (B)(6) 2020, the physician reported that the patient was diagnosed with an infection, and the devices were explanted on (B)(6) 2020. The devices were unavailable for return, as they were sent to the hospital lab for analysis. The two excluder ibes were: lot 15243375 ceb231410. Lot 15185727 hgb161007. See event (B)(4) for ibe devices.

Manufacturer narrative:
H10/11: narrative / corrected data: plc271400 / (B)(4). Pxl161407 / (B)(4). Pxc141400 / (B)(4). Were also involved in the event.

Manufacturer narrative:
H6: code 4001 - revised from code 3190 as a result of sterilization evaluation. H6: code 4114 - revised from 4118. H6: code 213 - the review of the manufacturing paperwork and sterilization paperwork verified that this lot met all pre-release specifications. Code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, infection.